Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced fluctuating high and low readings. The customer had a high of 423 mg/dl and felt as if she wanted to vomit. The customer treated with manual shot. The customer's current blood glucose was 221 mg/dl. The customer reported a bent cannula. The product was not returned for analysis.